Event description:
Reportedly, the staples fired from the instrument were unformed and had to be removed from the pt's abdominal cavity. This event occurred with the last firing towards the end of the case. Therefore, the surgeon switched to cautery to complete the case. Procedure: lavh.